Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during parenchyma resection in a thoracoscopic partial pulmonary resection, the device was not able to fi re even the green button and squeeze the handle.